Event description:
The hospital reported an error resulting in a system shutdown during a case. The clinician rebooted the unit and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Legal manufacturer: (B)(4).